Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) loss of capture at max output and high thresholds. A chest x ray was performed which appeared normal and ra impedance measurements were steady. The physician requested the patient to come back in if symptomatic and no lead revision was performed at this time. Then, this ra lead exhibited pace impedance measurements of less than 200 ohms. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.